Event description:
It was reported that the handpiece began overheating during an extraction. The procedure was successfully completed. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was the rotor stuck in the motor due to corrosion. The motor and motor housing were replaced along with the rotor and other components. Svc did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.